Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire with a severe kink at 14 cm from the proximal end and another kink at 33 cm. The remaining kit components were in the tray, none in their original position and the guide wire advancer was missing. The guide wire was found to be within dimensional specification and a review of the device history record did not reveal any manufacturing related issues. Since none of the components were in their original position in the tray and the spring wire guide advancer was not returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion in anesthesia, the md found the guidewire was bent and impossible to use. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.